Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On an unknown date it was noted that the filter was tilted. No patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On an unknown date it was noted that the filter was tilted. No patient complications were reported. It was further reported that a computed tomography (CT) abdominal scan was performed on (B)(6) 2017. A non retrievable inferior vena cava (ivc) filter was in place slightly tilted right superiorly, with the superior tip centered in the inferior vena cava at the level of the renal veins. The ivc filter struts are intact with no ivc perforation. Hyperdense material within the cone of the filter most likely calcified clot.